Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the highly calcified, 80% stenotic right coronary artery (rca). The physician predilated the lesion with a 2.50x20mm maverick ii balloon. The physician attempted to deliver the 3.00x28mm taxus express2 drug eluting stent to the rca, but was unable to cross the lesion. When the physician attempted to remove the stent from the lesion the struts became lifted due to the high level of calcification in the lesion. The physician removed the device and completed the procedure with a 3.00x16mm taxus express2 drug eluting stent. No patient complications were reported and the patient condition is fine.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. The manufacturing records for this batch have been reviewed and no issues for discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications. The exact cause of the difficulties experienced during the procedure could not be determined.